Event description:
Screw would not seat correctly, it was pulled out and noted to be broken. A small piece of the tip could not be found, and could be left in the patient. A second screw of the same type, one size smaller, was put in its place as the femoral fixation in a soft tissue acl graft. Procedure was completed without further incident.

Manufacturer narrative:
Device has not been returned for evaluation.